Manufacturer narrative:
The customer service engineer (cse) observed two connectors / fittings that had loosened over time due to table vibration. The cse retightened the connectors and tested the table to verify proper function. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.

Event description:
While performing service on the ort200 table, an imris service engineer observed a small hydraulic fluid leak beneath the table. There was no patient involvement.